Manufacturer narrative:
In addition to the findings provided, during inspection and testing, service found the bending section cover glue cracked and a b30 scope communication was displayed the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The subject device is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. During incoming inspection, the ultrasonic gastrovideoscope displayed no ultrasonic image. This MDR is being submitted to capture the reportable malfunction found during incoming inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, but a further cause could not be presumed. Olympus will continue to monitor field performance for this device.